Event description:
It was reported via repair work order that the cot was damaged due to bent height adjustment racks, damaged pivot covers, and damaged cross bar spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported in error that this unit had bent height adjustment racks and a damaged cross bar spacer. There was no issue with either of these components on this unit.

Event description:
It was reported via repair work order that the cot was damaged due to damaged pivot covers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.